Event description:
It was reported that the electrosurgical unit (esu/generator) was used in a endoscopic retrograde cholangiopancreatography (ercp). The settings for the generator were endocut, effect 2 at 200 watts. A perforation occurred. The patient was sent to another facility to address the issue. Note: the account reported that they didn't believe that the esu caused the perforation. They believe that the patient's condition was the cause of the event. However, they did report that the unit was registering error code messages and stopped working.

Manufacturer narrative:
A thorough evaluation was performed on the returned generator. All of the unit's outputs were found to be present, consistent, and within specifications. However, the esu was found to be registering error code messages as reported. Therefore, the unit was repaired/serviced for the error messages. No anomalies were found in the device history record (DHR) of the involved device. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being performed at the facility. No trends have been identified with this incident. Erbe USA, inc. Is not closing the file on this event.